Event description:
The olympus technical support engineer was informed by the biomedical equipment technician that the customer endoscope reprocess machine had an error code e95 (no detergent remains). During the troubleshoot via telephone, technical support became aware the endoscope reprocessor machine was stored aware for 5 months without properly preparing the machine for long term storage as instructed in the instructions for use (IFU) manual. The machine has not been in use/placed in service. No death, injury or harm was reported.

Manufacturer narrative:
During troubleshoot via telephone, referred the biomed to ¿care and maintenance after long-term storage¿ instructions in the IFU. Additionally, the customer declined an olympus field service engineer (fse) in-service at this time and the biomed at the user facility will perform the necessary maintenance. The biomed later reported the reported error code was resolved after priming the detergent a few times. No further problems were observed. No olympus fse will be dispatched. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of error e95 was failure of the user to follow instructions for the device's long term storage protocol. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance: 7.16 preparing the reprocessor for long-term storage: when the equipment will be stored for more than 14 days, follow the procedure described in this section.¿ olympus will continue to monitor field performance for this device.